Manufacturer narrative:
Sections with additional information as of 10-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-061: storage outside specifications.

Event description:
Consumer reported complaint for hi, high and erratic blood glucose test results. The customer is concerned with test results from results obtained of hi, 469 and 541 mg/dl. The customer¿s expected am fasting blood glucose test result range is 300-500 mg/dl; customer stated that her blood glucose is not consistent. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/27/2023; the customer opened the test strips more than four months ago (are expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set; all tests were am per customer): result 1: 469 mg/dl date: (B)(6) time: 11:35 am fasting, result 2: 541 mg/dl date:(B)(6) time: 11:35 am fasting, result 3: 360 mg/dl date: (B)(6) time: 04:49 am fasting, result 4: 459 mg/dl date: (B)(6) time: 01:35 pm fasting, result 5: 526 mg/dl date: (B)(6) time: 06:10 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood readings. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.